Event description:
Caller (customer's wife) reported the customer received consistently high readings on his adc blood glucose meter. Caller reported that on (B)(6), 2015, readings of 109 mg/dl and 228 mg/dl were obtained at 11:00am and 2:54pm respectively. Caller administered the patient with an unspecified dose of insulin and the customer subsequently experienced symptoms described as "look pale white, come up life less, unable to communicate" and reportedly suffered a seizure. Paramedics were called and the customer was transported to a local hospital where he was administered unspecified intravenous treatment. No diabetic diagnosis was reported. Caller additionally reported that on (B)(6) 2015 the customer received readings of 172 mg/dl, 231 mg/dl, and 179 mg/dl on the adc meter and on (B)(6) 2015 received an unspecified reading which was also higher than he felt. Caller administered the patient with an unspecified dosage of insulin and the customer experienced symptoms and reportedly suffered a seizure. Paramedics were called and transported the customer to a local hospital where he received unspecified intravenous treatment and a hemoglobin a1c result of 5.1 mmol/l was obtained. Customer remained hospitalized until (B)(6), 2015. On the evening of (B)(6) 2015, customer received readings of 204 mg/dl at 7:09pm and 193 mg/dl at 9:48pm. Customer was readmitted into the hospital and reportedly diagnosed with "insulin overdose". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.